Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: is the broken blade tip being returned with the device? Yes. Or, was the broken blade tip discarded? Did the titanium blade tip fall into the patient? The tip fell into the patient, but it was retrieved. Was the titanium blade tip retrieved? Yes. Did this cause a change in the plan of care for the patient? This episode didn't cause a change in the plan care, the surgeon opened another new device.

Event description:
It was reported that during a cholecystectomy procedure, the active blade broke off. It was not possible to continue the intervention with that device. The procedure was completed by using a monopolar device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
Additional information: batch #l92w1u. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.